Event description:
The manufacturer received information alleging a ventilator's flow failed to be adequate and the tidal volume was not delivering. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to the manufacturer for evaluation. The issue was duplicated. The device's o2 cell malfunctioned and was replaced to address the issue. Then device was tested and works as designed. The device was returned to the customer in working order.